Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The senior medical affairs specialist mailed a letter since the patient could not be reached by phone. The patient's son contacted lfs on her behalf alleging that her one touch ultra meter was prompting the three dashes (---). The customer service representative walked the patient through resetting the calibration code. The patient was tested while on the phone and a result of 167 mg/dl was obtained on the reported meter. The patient attempted to test once more; however, the meter would not power on. The patient's son reported that his wife had replaced the battery a few days ago based on a customer service representative's advise to resolve the three dashes prompt. The patient's son also mentioned that his mother was taken to the hospital and admitted for one week as a result of the meter not functioning. She had suffered a heart attack and had been running high blood glucose levels and experiencing dehydration. The patient's son was unwilling to provide any detailed information regarding the incident and requested that the meter be replaced. There is insufficient information to suggest that the patient experienced injury or medical intervention due to the meter. The csr verified that the patient was using the correct test strips, the battery was correctly installed, the battery was replaced less than 1 year ago, and the battery contacts were in good condition. Although the csr confirmed with the patient's son that the meter battery did not state lithium, the battery was (B)(6). Based on the information supplied, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Patient's meter was replaced.